Event description:
This event was reported as valve explanted after 3 days due to thoracic pain, m.I., fibrillation, echo showing bad ventricle, and fibrinous coating on stents and commissure noted at explant. No further information was provided.